Event description:
It was reported that the customer had a blood glucose level of 470 mg/dl. The customer stated she had thirst as a symptom of her high blood glucose level. The customer also stated she treated with boluses throughout the day. Standard troubleshooting was partially performed. The customer replaced her infusion set and the cannula was not bent. The customer was advised to contact her health care provider. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.